Event description:
On (B)(6) 2011, the surgeon performed a right si joint fusion using the ifuse implants. Pt had some right leg pain post-operatively. The pain progressively worsened over the next three days. The pain went down the posterior thigh to the posterior calf and into the foot. The pt also had numbness in the lateral and dorsal foot. A CT scan showed that the second implant had broached the s1 foramen. On (B)(6) 2011, the surgeon performed a revision surgery to reposition the 2nd implant by pulling it back approx 5 mm. The pt has had near resolution of his leg pain. The pt has had good improvement of his si joint pain.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.